Manufacturer narrative:
Article citation: munhoz, a. M., & neto, a. A. M. (2024). Reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations. Journal of plastic, reconstructive & aesthetic surgery : jpras, 101, 53¿64. Continued e.1. Facility name: (B)(6) hospital. The events of "capsular contracture", "seroma", and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and iii/IV; seroma; infection; rupture.

Event description:
Through journal article "reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations", 293 patients who underwent secondary breast augmentation were studied. Healthcare professional reported 104 complications observed in 85 patients (19 patients presented with multiple complications): capsular contracture baker grade ii/iii and iii/IV (32 patients), hematoma (19), seroma (3), infection (15), implant malposition (9), visibility/rippling (20), and rupture (6). Among 227 patients who underwent adequate imaging exams for analysis, healthcare professional reported 43 complications observed: scarring (10), oil cysts (15), benign calcifications (13), and suspect calcifications (5). The patients who presented with suspected calcifications underwent biopsy which led to "fat necrosis" diagnosis. The events of "oil cysts" and "fat necrosis" are not device-related. 32 patients underwent reoperation due to capsular contracture (15), hematoma (10), size change (1), implant malposition (3), and rupture (5). Capsulotomy (baker grade ii/iii) and capsulectomy (baker grade iii/IV) were performed depending on the severity of the capsular contracture. Affected sides and status of devices are unknown. This record is for the 99 patients implanted with style 410 devices.